Event description:
It was reported that during an implant procedure, the right ventricular lead helix was damaged; it would not extend even after 20 turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the helix was distorted due to compression. There was blood and body tissue/fibrotic growth on the distal electrode and the helix was bent. Visual analysis noted the lead was damaged at implant. (B)(4).